Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the calcified right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulmonary valve interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle device were successfully pre-placed. The sheath was upsized to a 14f sheath and the pulmonary valve placement procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device return status updated from returning to not returning.